Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 7200338. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Two samples passed a leakage test. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle leaked during use. The following information was provided by the initial reporter, translated from chinese to english: "the patient received intravenous indwelling needle at 15:00 on (B)(6) 2019. After successful puncture, leakage of intravenous indwelling needle was found, and the patient was immediately stopped using the needle, replaced with a new indwelling needle and re-punctured."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle leaked during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the patient received intravenous indwelling needle at 15:00 on (B)(6) 2019. After successful puncture, leakage of intravenous indwelling needle was found, and the patient was immediately stopped using the needle, replaced with a new indwelling needle and re-punctured."